Event description:
A customer's mother reported customer (customer is a child) received erratic readings on his precession xtra blood glucose meter. Caller reported customer received readings of 419 mg/dl, 352 mg/dl and 75 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parke's error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date when the readings were obtained is unknown. The date listed in seciton b-3 is the date when abbott diabetes care became aware of the issue.